Event description:
Hospital use a free-flow slide clamp with their pumps. During a period of high census the facility had to rent additional pumps from on outside vendor. The pumps arrived with a slide already in place to bypass the free-flow protection. Personnel were unaware of the difference between the vendor pumps and the hospital's normal stock and in 2 cases the nurse did not use a safety clamp. The sets of 2 pts were removed from the pump and both free-flowed causing an overdose of dopamine in one pt and heparin in another requiring labs and clinical monitoring.